Event description:
It was reported that the user experienced multiple low blood glucose (bg) events, with the lowest value of 39 mg/dl, while using the ilet bionic pancreas and repeatedly pausing insulin delivery for extended periods, including suspending at a glucose of 132 mg/dl, to correct low. Additionally, it was noted the user was using meal announcements to correct elevated bg. Symptoms included hypoglycemia and hyperglycemia peaking at 278 mg/dl. Outcomes included the need for oral glucose treatment and device coaching. Investigation included complaint handling review, device history and usage review, user education, and troubleshooting. Investigation of this case revealed user-initiated, prolonged insulin suspensions and inappropriate use of meal announcements, which disrupted automated insulin modulation and contributed to both hypoglycemia and subsequent hyperglycemia. It was concluded that the device functioned as designed and that user behavior mal-adapted the algorithm; additional training was assigned and a factory reset was considered to restore appropriate operation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.